Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported that a patient was injected at an allergan training session in the tear troughs with juvéderm voluma® xc. Weeks later, the patient reported ¿swelling and discoloration.¿ the health professional believes the event is a ¿granuloma¿ and reported ¿yellow discoloration, like xanthelasma-type reaction¿ at the injection site. Biopsy was not provided. "Induration" was also reported. The event is ongoing and over 2 years.